Event description:
New information received notes that physician alleged fracture on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11570. It was reported that a patient presented in the hospital. Upon interrogation, the right ventricular lead exhibited loss of sensing and loss of capture. Chest x-ray performed on (B)(6) 2019 revealed right ventricular lead dislodgement. During the lead revision procedure, the ports of the pacemaker header were worn out and did not engage with the hex wrench. The physician noted an insulation tear on the proximal portion of the right ventricular lead. The right atrial and right ventricular leads were removed from the pacemaker with different wrench sizes and the pacemaker was explanted and replaced. The physician capped and replaced the right ventricular lead on (B)(6) 2019. The patient was in stable condition.